Event description:
While operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At an unsecified time, line a of the device was programmed to deliver dopamine (400mg/250ml) at a rate of 12.2ml/hr and volume to be infused of 250ml and the delivery was started. No further programming parameters were provided. At 1200, the device was unplugged from the ac outlet so the patient could ambulate. At 1330, the nurse noted the device had powered off and the display screen was blank. No audible alarm was noted prior to the device powering off. There were no reported adverse patient effects. No medical interventions were required. The physician was notified and the dopamine was discontinued. The device was removed from clinical service.